Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer's blood glucose level was over 200 mg/dl. Customer stated that the pump was not rewound with a reservoir in place. Customer pushed insulin through manual prime. Insulin was not stored at room temperature. Customer was advised to change the infusion set. No further assistance needed.